Event description:
Received ab electronic report of a peritoneal dialysis pt who was diagnosed with pweitonitis on 03/12/2006. The facility was contacted and it was learned this was a connectorissue and the pt reported the connection just fell apart in his hand. The pt was admitted to the hosp. And was treated intraperitonealy with vancomycin. The pt has recovered and had a repeat cell count and c & s on 03/30/2006 and the results were no growth. The pt is reportedly doing well and able to continue peritoneal dialysis without ill effect related to this event. There is no sample available.